Event description:
It was reported that the patient experienced a pericardial effusion. After a pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter, the patient was awaken and around 2,5-3 hours later, a pericardial effusion was found. The patient was taken for a pericardial tap. The patient had successfully recovered from the event and has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.